Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received an erroneous elecsys pth immunoassay (pth) result for a patient sample on the cobas 6000 c (501) module. The initial pth result was 1.06 and the repeat result was 16.63. No units of measure were provided. It was asked but not known if the erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The pth reagent lot number and expiration date was not provided. The customer observed a film in the sample tubes that they believed was from the liquid in the top or cork of the sample tube.

Manufacturer narrative:
Suspect medical device was updated. The elecsys pth immunoassay (pth) results for the patient sample was tested on the cobas 6000 e 601 module. The customer received questionable ise indirect na, k for gen.2 results on the cobas 6000 c (501) module for the patient sample that were not erroneous. The pth and ise tests were the first tests to be pipetted from the sample. Issues of this nature indicate bubbles at the sample surface but the customer documented "no visible bubble before passing". The investigation determined the possible root cause was due to the sample quality in the tube as there were issues on different analyzers for the same sample. The source of the film is unknown. There is no experience of the effects of films at the sample surface. Similar effects from the film cannot be excluded as the cause. Reagent defects can be excluded as the cause. Further investigations are not possible. The system has been operating within specifications and there have been no further issues.